Manufacturer narrative:
A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was emergently implanted with two conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aneurysm and type a aortic dissection. Both devices [tgu282815/11060273 (distal) and tgu313115/1218004 (proximal)] were implanted without any reported complications. The patient tolerated the procedure, and was taken to the cardiac intensive care unit (cicu) for post-operative care. On the same evening, the patient developed acute renal failure, and was placed on continuous renal replacement therapy. She also lost pulse in her left leg. Computed tomographic angiography confirmed decreased perfusion to the left lower extremity. The patient was taken for surgical repair and endarterectomy, and returned to cicu. The patient later developed lactic and metabolic acidosis. Despite treatment, the patient went into cardiac arrest and asystole. Resuscitative efforts were unsuccessful, and the patient expired. The physician indicated that the acute renal failure and subsequent lactic and metabolic acidosis were caused when the dissection was resolved and perfusion to the kidneys was suddenly restored during the procedure.